Manufacturer narrative:
.

Event description:
It was reported that the patient was advised that when she catheterize it should be less than 50 ml but for the last two days it has been 100 ml. She advised that she was concerned about this. Additional information received on 2016-03-02 indicated that health care provider spoke with patient a day prior to this call and stated the patient was doing fine. He offered for her to come into office for a reprogram if need be. From the health care provider's understanding all has been resolved. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.